Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving dila udid [10 mg/ml] at a rate of 3.962 mg/day and bupivacaine [10 mg/ml] at a rate of 3.962 mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain, and the patient's medical history included obesity and sleep apnea. It was reported that the patient developed signs of withdrawal and severe pain. A dye study was attempted, but the hcp was unable to withdraw cerebrospinal fluid (csf). When the pump was removed from the pocket, only a short segment of the catheter was connected to the interface. The catheter had broken, and the remaining segment was coiled up. It was stated that the interface was removed and replaced, and good csf flow was noted from the catheter access port (cap) before incision closure. It was indicated that the pump had flipped repeatedly, and the patient was a potential twiddler. As of 2016-mar-30, there was no patient injury and the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.